Event description:
During an ablation procedure a farawave was selected for use. The catheter was inserted into the body. It was noted that basket geometry was intermittently displaying on the map. Troubleshooting was performed, it was rechecked each connection on the rsm and farastar generator. Also, the non-bsc pin block was checked, and it did appear that all farastar 6-10 was pinned correctly. This account does not like us disconnecting and reconnecting during a case, therefore, the catheter was replaced. The new device was inserted into the body and the basket shape was formed it was displayed on the non-bsc mapping system correctly with constant visualization. Performed the appropriate applications in the left superior pulmonary vein, then it was moved to left inferior pulmonary vein in flower and then proceeded to wire left inferior pulmonary vein and go into basket, when changing into basket shape it was seen that there was an inverted spline. It was tried to correct by pulling back in the sheath and then redeploy and did not fix the spline inversion. At that point pulled the catheter outside the body to fix. It was able to fix and then had the physician form basket and flower, exercising the catheter 3-4 times before un-deploying and going back in the body. The catheter was re-inserted into body, when attempting to re-engage with the left inferior pulmonary vein, the spline inverted again. The catheter was replaced, and the procedure was completed without patient complications. The catheter was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. Continuity electrical testing was successful. The reported signal issue was not confirmed through analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure a farawave was selected for use. The catheter was inserted into the body. It was noted that basket geometry was intermittently displaying on the map. Troubleshooting was performed, it was rechecked each connection on the rsm and farastar generator. Also, the non-bsc pin block was checked, and it did appear that all farastar 6-10 was pinned correctly. This account does not like us disconnecting and reconnecting during a case, therefore, the catheter was replaced. The new device was inserted into the body and the basket shape was formed it was displayed on the non-bsc mapping system correctly with constant visualization. Performed the appropriate applications in the left superior pulmonary vein, then it was moved to left inferior pulmonary vein in flower and then proceeded to wire left inferior pulmonary vein and go into basket, when changing into basket shape it was seen that there was an inverted spline. It was tried to correct by pulling back in the sheath and then redeploy and did not fix the spline inversion. At that point pulled the catheter outside the body to fix. It was able to fix and then had the physician form basket and flower, exercising the catheter 3-4 times before un-deploying and going back in the body. The catheter was re-inserted into body, when attempting to re-engage with the left inferior pulmonary vein, the spline inverted again. The catheter was replaced, and the procedure was completed without patient complications. The devices are expected to be returned.